Event description:
On (B)(6) 2004, an ambicor ipp was implanted. On (B)(6) 2010, the entire device was removed and replaced with a 700cx ipp, due to the pt complaint that the device failed to inflate completely. No pt complications reported.